Event description:
It was reported that during prep for a percutaneous coronary intervention (pci) procedure, catheter shaft fracture occurred. During unpacking of the 3.5 x 20mm omega stented catheter, it was noticed the hypotube of the device was fractured and was not introduced to the patient. The physician completed the procedure with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).